Manufacturer narrative:
(B)(4) evaluation statement: the reported event of an unwanted alert at the completion of a ¿delayed infusion¿ could not be confirmed. No product or event logs have been returned for this investigation, however starting with version 9.33, bd has made the software compliant with the 3rd edition of the iec 60601 standard and now the end of an infusion (kvo or not) is a medium priority alarm that results in a yellow blinking lighthouse and a periodical audio beep. File was opened to document an event that the customer reported. No further investigation of this event is possible at this time. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in bd2 trackwise cannot be conducted. CAPA reference: (B)(4).

Event description:
The customer reported a general issue with the delay options callback messages on the device screen with the most recent software, and did not reference a specific event. No patient harm was reported. The nurses were receiving an unwanted alert at the completion of a "delayed infusion" even when the callback was set to "none." The alert was applicable to an infusion complete scrolling alert on the module accompanied by the yellow blinking standby status indicator and complete listed for the module on the pc unit main display screen.